Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customers son reported via phone call that they hospitalized due to high blood glucose level. Customer's blood glucose value was 500 mg/dl at the time of the incident. The device will be returned for analysis.